Event description:
The reporter contacted animas on 04/24/2014 reporting a damaged display. There is no reported adverse event with this complaint. This report is made based on the allegation of the display issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no scratched observed across display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.